Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer investigated the surgeon console errors and found that the vertical motor cabling and plug were burned. The vertical motor module was replaced to address the issue.

Event description:
It was reported that during training/demo with the da vinci 5 system, the surgeon console was throwing errors related to the ergonomics, specifically preventing adjustment of the head viewer up or down. The initial report was made by a mobile system truck driver who noted the inability to load the system for transport due to the ergonomic issue. Technical support troubleshooting was performed, and it was found that the vertical motor cabling and plug were burned, leading to the replacement of the vertical motor module. The customer reported event has no report of patient injury.